Event description:
The arjo representative was informed that patient leg was trapped between the bed side rail and the lift. As a consequence of the event the resident sustained femur fracture. The patient had surgery in the hospital.